Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image of the subject device was sometimes not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event.